Event description:
It was reported that the controller had poor mechanical connection and bent pins in the power ports. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed multiple instances between the controller and an associated battery, where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of communication errors. Log file analysis revealed a controller power up event with an associated pump start event on (B)(6)2022 at 19:14:15. The data point logged in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 41% relative state of charge (rsoc) and no power source was connected to power port two (2), the data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were logged leading up to the loss of power. The controller was without power for 14 seconds. Additionally, review of alarm log file revealed a vad disconnect alarm on (B)(6)2022 at 22:27:58 indicating a physical disconnection of driveline from the controller, likely due to troubleshooting during the reported controller exchange. The observed communication errors and loss of power events are additional findings not related to the reported event. The associated battery was lubricated prior to release. Possible root causes of the observed communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Failure analysis of the returned controller revealed a bent pin within power port two (2). The bent pin did not allow a power source to properly connect to the controller. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of the bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.